Manufacturer narrative:
Device evaluation: lens was returned dry in a microcentrifuge vial. There was clear surgical residue/debris on the product and lens surface. Visual inspection found the haptic bent. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a vticm5_13.2 diopter -12.0/+2.0/081 diopter into the patient's right eye (od) on (B)(6) 2017. On the same date, intraoperatively, the lens was exchanged with a smaller, different diopter lens due to excessive vault. The lens exchange resolved the problem.